Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed program alarm anomaly when she woke up. The patient changed the battery but then received an unexpected restart error alarm. The patient's blood glucose at the time of incident was 151 mg/dl. The alarm occurred shortly after a battery change. The customer mentioned that the display became blank as well. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display and a constant tone after inserting a battery due to a faulty component on the interface board. Unable to verify the watchdog timeout, unexpected restart or external ram crc error alarms or perform functional checks including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart or operating current measurements due to the blank display. The pump was received with a cracked reservoir tube lip.